Event description:
User experience leak from the analyzer and onto the floor. No patient samples were affected. Operator were harmed. The field service representative determined there was a problem with water reservoir sensor and replaced it. He noted he also replaced the input water filter. Performance tests were performed.